Event description:
It was reported that the patient underwent a sling procedure in 2005. On the second post-operative day, the patient developed a urinary tract infection of mild intensity. Patient was medically treated and the urinary tract infection resolved.